Manufacturer narrative:
The troponin t hs stat reagent lot number was 381539 with an expiration date of 31-may-2020.

Manufacturer narrative:
Calibration signals were slightly lower than expected. Qc results were in range. The customer performed testing from a 13 mm tube but did not use the rack adapters required for 13 mm tubes. The investigation did not identify a product problem. Based on the data provided a clear root cause could not be identified.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys troponin t hs stat (troponin t hs stat) on a cobas 6000 e 601 module. The initial result was 87.20 pg/ml. The repeat result was 8.8 pg/ml. The initial result was reported outside of the laboratory. The troponin t hs stat reagent lot number was 411684. The expiration date was not provided.